Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), fatigue ("fatigue"), nervous system disorder ("nuero condit / prob") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, migraine, fatigue, nervous system disorder, visual impairment and weight increased had resolved and the dysmenorrhoea, dyspareunia and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nervous system disorder, pelvic pain, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 06-sep-2019: pfs received. Events : dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic / abdominal, back, chronic, menorrhagia (heavy menstrual bleeding), migraine, fatigue, nuero condit / prob, vision probs, weight gain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure (batch no. E36680-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced migraine ("migraine\migraines / headaches"), fatigue ("fatigue"), vertigo ("neurological conditions or problems type: vertigo"), vitreous floaters ("vision/eye problems type: floaters") and nausea ("nausea "). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2018, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, migraine, fatigue, vertigo, vitreous floaters and weight increased had resolved and the dysmenorrhoea, dyspareunia, female sexual dysfunction, vaginal haemorrhage and nausea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vertigo, vitreous floaters and weight increased to be related to essure. The reporter commented: in current pfs patient reported- do you claim that essure worsened a previously existing injury/condition? Yes (all symptoms are mentioned in section v.2- resolved). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: result- total bilateral occlusion.. Lot # reported (e36680) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure (batch no. E36680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. In (B)(6)2017, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2017, the patient had essure inserted. In (B)(6)2017, the patient experienced migraine ("migraine\migraines / headaches"), fatigue ("fatigue"), vertigo ("neurological conditions or problems type: vertigo"), vitreous floaters ("vision/eye problems type: floaters") and nausea ("nausea "). In (B)(6)2017, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6)2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2018, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, migraine, fatigue, vertigo, vitreous floaters and weight increased had resolved and the dysmenorrhoea, dyspareunia, female sexual dysfunction, vaginal haemorrhage and nausea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vertigo, vitreous floaters and weight increased to be related to essure. The reporter commented: in current pfs patient reported- do you claim that essure worsened a previously existing injury/condition? Yes (all symptoms are mentioned in section v.2- resolved). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6)2017: result- total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received: reporters were added. Lot no. Was added. Patients demographic was added. New events- abnormal bleeding (vaginal), nausea were added and few events were updated from neurological problems to vertigo, vision/eye problems to floaters. Lab test was updated. Event onset dates were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.